Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the pump was not working. The pump was making a odd sound and giving error messages: overflow error, and high speed error. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
The field service rep (fsr) confirmed the pump error messages and is returning the suspect pump to the manufacturer for further investigation.